Event description:
The customer reported that they were unable to re-start their acuity system after they had performed repairs on it. The customer further reported that the reason they initiated repairs was because the system had "locked up" and was "frozen." Note 1: the reporter was unsure if pts were being monitored by the system at the time the problem occurred. The reporter stated that there were no adverse events as a result of this product problem. The reporter stated that they were unsure about the event date, and stated that the problem happened "about five weeks ago." The date is therefore approximate.

Manufacturer narrative:
The device has been receive but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.